Event description:
It was reported that the patient presented for in clinic follow-up due to right ventricular (rv) lead loss of capture and high out-of-range pacing impedance. The physician elected to explant and replace the rv lead. There were no patient consequences reported.